Event description:
The customer experienced a leak from the area of the fill port during pt use. Reporter stated device was filled with 5fu and normal saline. There were no reported pt injuries due to this event. Reporter claimed that total volume of the solution in the infusor is unk.